Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the tubing broke at the manifold. As a mitigation, it was clamped and changed out. The surgical procedure was completed successfully. There was a delay in the procedure due to changing the tubing out. There was a blood loss of about 10 - 15 cubic centimeters (cc) during the pediatric case. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During further investigation, it was noted that the 1/8 male connector at the end of the l0 tubing segment was incorrectly assembled into the manifold connection where the 1/8 male connector at the opposite end of the line on the l1 tubing segment. This was noted by the orientation of the 4-way rotating stopcock being reversed in comparison to the specification requirements. Furthermore, the l0 tubing segment was 3 inches while the l1 tubing segment was 12 inches, which could also be seen as reversed in the photos provided. The most likely root cause of the reported issue was determined to be due to workmanship where a segment of line 1 was assembled in reverse. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5

Event description:
Per clinical review: this complaint was for a tubing pack that involved a sampling manifold and the line coming off the sampling manifold where the male luer in the sampling line had broken off in the female port of the stopcock in that line. This occurred during cardiopulmonary bypass (cpb) and there was a blood loss of 10-20 milliliters (ml). The surgery was successfully completed and there was no harm to the patient and the line was replaced by the clinician.